Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: pills from (B)(6) to (B)(6). Concomitant products included antibiotics for uti. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2007, the patient experienced nausea ("nausea"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pelvic pain ("pain/pelvic pain/chronic"). In (B)(6)2009, the patient experienced fatigue ("fatigue,"). In (B)(6)2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, fatigue, alopecia, urinary tract infection and anaemia had resolved and the genital haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy noted - insertion date in previous pfs was (B)(6) 2006 while in the current pfs is (B)(6)2006 . Patient received treatment for pain, bleeding, migraine, headaches. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : new events added - dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a 24-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included pain in thigh, neck pain, abortion (on (B)(6) 2006) and grand multiparity. Previously administered products included for an unreported indication: pills from 2003 to 2004. Concurrent conditions included dysuria, ovarian cyst, vomiting, dizziness, anemia, constipation, pain in limb and gastroesophageal reflux disease. Concomitant products included antibiotics for uti. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pelvic pain ("pain/pelvic pain/chronic"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, fatigue, alopecia, urinary tract infection and anaemia had resolved and the genital haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy noted - insertion date in previous pfs was (B)(6) 2006 while in the current pfs is (B)(6) 2006 . Patient received treatment for pain, bleeding, migraine, headaches. Most recent follow-up information incorporated above includes: on 17-jan-2020: medical record was received. Lot number, reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a 24-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included pain in thigh, neck pain, abortion (on (B)(6) 2006) and grand multiparity. Previously administered products included for an unreported indication: pills from 2003 to 2004. Concurrent conditions included dysuria, ovarian cyst, vomiting, dizziness, anemia, constipation, pain in limb and gastroesophageal reflux disease. Concomitant products included antibiotics for uti. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2009, the patient experienced pelvic pain ("pain/pelvic pain/chronic"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, fatigue, alopecia, urinary tract infection and anaemia had resolved and the genital haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and urinary tract infection to be related to essure (ess205). The reporter commented: discrepancy noted - insertion date in previous pfs was (B)(6) 2006 while in the current pfs is (B)(6) 2006. Patient received treatment for pain, bleeding, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a 24-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint does not underwent essure confirmation test". The patient's medical history included pain in thigh, neck pain, abortion (on (B)(6) 2006) and grand multiparity. Previously administered products included for an unreported indication: pills from 2003 to 2004. Concurrent conditions included dysuria, ovarian cyst, vomiting, dizziness, anemia, constipation, pain in limb and gastroesophageal reflux disease. Concomitant products included antibiotics for uti as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pain/pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), anxiety ("psych injury/psychological or psychiatric problems condition:depression, mental anguish."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psych injury/psychological or psychiatric problems condition:depression, mental anguish."). In (B)(6) 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, fatigue, alopecia, urinary tract infection and anaemia had resolved and the genital haemorrhage, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted - insertion date in previous pfs was (B)(6) 2006 while in the current pfs is (B)(6) 2006 . Patient received treatment for pain, bleeding, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal). Events onset date, events severity, concomitant drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('heavy bleeding / irregular bleeding') in a 24-year-old female patient who had essure (ess205) (batch no. 509814) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint does not underwent essure confirmation test". The patient's medical history included pain in thigh, neck pain, abortion (on (B)(6) 2006) and grand multiparity. Previously administered products included for an unreported indication: pills from 2003 to 2004. Concurrent conditions included dysuria, ovarian cyst, vomiting, dizziness, anemia, constipation, pain in limb and gastroesophageal reflux disease. Concomitant products included antibiotics for uti as well as nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pain/pelvic pain/chronic"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), anxiety ("psych injury/psychological or psychiatric problems condition:depression, mental anguish."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and depression ("psych injury/psychological or psychiatric problems condition:depression, mental anguish."). In (B)(6) 2007, the patient experienced headache ("headaches"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2009, the patient experienced fatigue ("fatigue,"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and urinary tract infection ("urinary tract infection / infection (bladder / urinary tract / vaginal) - type: uti"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache, nausea, fatigue, alopecia, urinary tract infection and anaemia had resolved and the genital haemorrhage, anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted - insertion date in previous pfs was (B)(6) 2006 while in the current pfs is (B)(6) 2006. Patient received treatment for pain, bleeding, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff of unspecified age in united states on 13-sep-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2005 for birth control. After the implant procedure, she began to experience abdominal pain and heavy bleeding. She also had a doctor visiting facility for irregular bleeding. On or about (B)(6) 2012, the plaintiff had both coils removed by undergoing a salpingectomy as definitive solution to the symptoms that she was experiencing. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205)(fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding / irregular bleeding (seen as genital bleeding). She had both coils removed by undergoing a salpingectomy. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature, lack of alternative explanation and considering that essure coils were removed as definitive solution to the symptoms, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 26-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (ess205)(fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding / irregular bleeding (seen as genital bleeding). She had both coils removed by undergoing a salpingectomy. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature, lack of alternative explanation and considering that essure coils were removed as definitive solution to the symptoms, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. A product technical analysis concluded, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "pateint does not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: pills from 2003 to 2004. On 16-sep-2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), fatigue ("fatigue,") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on 21-mar-2012. At the time of the report, the abdominal pain, migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, alopecia, urinary tract infection and abdominal pain lower had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-nov-2018: plaintiff fact sheet received - outcome of event abdominal pain updated to recovered / resolved. Event medical device monitorring error updated to device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pateint does not underwent essure confirmation test". On (B)(6)2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), fatigue ("fatigue,") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown and the migraine, headache, nausea, dyspareunia, pelvic pain, fatigue, alopecia, urinary tract infection and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain and urinary tract infection to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new events added: migraines / headaches, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, hair loss ,uti , lower abdominal pain, patient does not underwent essure confirmation test were added.date of birth was added.product information was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.